Manufacturer narrative:
The complaint could be confirmed, but the root cause could not be determined. The distal 1.6 cm of the shaft, including the balloon was broken. Both proximal and distal balloon bonds were examined and found to be continuous and within the required bond length specification. The balloon was ruptured in the midsection. Kinking/twisting was found on the catheter shaft. The distal section of the shaft was also found to be damaged (split) indicating that the guidewire had been pulled through the shaft. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to the first of four events that occurred during the same procedure. Refer to associated manufacturers report # 3005099803-2008-6574, 3005099803-2008-6575, and 6000048-2007-00188 for a description of the other events. It was reported to boston scientific corporation that in 2007, two extractor balloons were used and burst during an ercp stone removal procedure. The patient had over 20 stones in the bile duct. When the complaint balloon burst, he removed it from the scope and noticed that the distal 1.5cm had broken off and remained in the rx biopsy cap. This was retrieved. Upon closer inspection it was noticed that the balloon cannula was very badly damaged approximately half way along the shaft. The surgeon unsuccessfully tried a trapezoid basket, after which he decided to place a flexima stent. (The 2nd flexima stent he used is also the subject of a separate complaint).